Manufacturer narrative:
(B)(4). Insulin pump received with reservoir tube lip completely broken off and missing black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir lip broken off. Pump passed rewind test, prime/a33 test and excessive no delivery test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the product was returned for the unknown reason. No harm requiring medical intervention was reported. The device will not be returned for analysis